Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully separated and the carrier tube was in the fully rear locked position. The suture was fully deployed and appeared to have been cut. The anchor and collagen were not returned with the device. The carrier tube was also found to have been kinked towards the proximal end. The complaint was confirmed for a detached carrier tube and hemostasis sheath. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the physician was using a 6f angio-seal and followed all instructed steps for a successful close. After setting the anchor in place, as he was pulling the system back, he noticed the suture from the device had broken before being able to tamp down. He was still able to successfully close with no issues. The anchor and collagen plug seemed to achieve a good seal with no issues. Blood loss was reported as none. An ir procedure was performed prior to angio-seal use, but no specific procedure details were provided. There was no patient injury, and no medical or surgical intervention was required. Additional information was received on 25 may2025: a 5fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was reported to be stable. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead ir tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.